Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The lvad pump remains implanted.

Event description:
The vad coordinator reported that the patient was admitted with high watts and flow >10 with IV heparin and dobutamine started shortly after admission. The patient had not been on coumadin or asa due to repeated uncontrolled high inr readings secondary to malnutrition. A head CT demonstrated acute hemorrhagic conversion of his prior middle cerebral artery cerebrovascular accident. The patient was very "deconditioned due to long post-operative course and options to exchange pump or use tpa were not recommended by team. The patient was also diagnosed with fungemia. The team discussed care with family.

Manufacturer narrative:
Additional information received reported that the patient expired on (B)(6) 2015. The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; there are identified contributing clinical and patient factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that after the physician consulted with the family care was withdrawn on (B)(6) 2015 with "poor prognosis". Clinical and patient factors including the reported uncontrolled inr readings are factors that may have contributed to the reported high watts, possible thrombus and stroke. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. The cause of the reported fungemia and relationship to the implanted lvad cannot be determined based on the available information. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with these patients and the associated therapy. Both local infection and sepsis are known potential complications associated with all patients implanted with vads. The instructions for use addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.